Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified flat creases, yellow particles in device outer surface and one curved opening. A microscopic analysis and leak test were performed which identify one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.